Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt had a (B)(6) infection. The pt is on oral antibiotics and is being monitored.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation as it remains in use supporting the patient. A correlation between the reported driveline infection and the device could not be conclusively determined. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.